Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device for evaluation. As part of the visual inspection, the valve seal was disengaged and pushed into the trocar tip area. Under microscope was observed the seal valve with traces of applied dried adhesive in its circumference. No physical damages were observed on balloon and rest of received components. As part of functional testing, the balloon was keep inflated and did not deflated. No other functional tests were required. Under microscope was observed the seal valve with traces of dried adhesive in its circumference. No physical damages were observed on balloon and rest of received components. As part of the troubleshooting process to try the replicate the found condition was prepared some defective samples and tested on this leak test machine. One sample unit was tested without adhesive and with the seal valve properly assembled. The result was pass. In the second scenario was placed an inner duckbill and seal duckbill without the seal assembled. The result was fail. And the last scenario was placing the seal valve not completed assembled with inner duckbill and inserted into the seal duckbill. The result also was failed . In conclusion, if the seal valve is not properly assembled into the inner duckbill or if it is not present into the inner duckbill and seal duckbill, the leak test will reject it. As per 6m analysis and visual inspection of the received unit, the reported failur e mode was not manufacturing related. The received condition of seal valve disengaged and pushed into the trocar tip are is consistent with a unit that was subjected to an improper or mishandled use during surgical procedure which could be exposed to an inappropriately sized instrument inserted into the trocar sleeve or excessive force during the insertion of the balloon that could pushed down the seal valve up to the tip of the trocar tip area. Also, it could be associated during a clinical procedure if the balloon is not properly lubricated with endo-lube solution before access the body of the cannula to facilitate the access of the balloon thru the cannula avoiding push the seal valve into the trocar tip. If poor lubrication and excessive force is applied to insert the balloon thru the cannula, it could disengage the seal valve and push it up to trocar tip causing the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally extraperitoneal procedure, the valve seal of the device disengaged. There was a rapid loss of abdominal pressure due to the device issue. A new device was used to complete case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.